Event description:
It was reported that the right ventricular lead exhibited noise and impedance had dropped to 100 ohms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.